Event description:
User facility medwatch#: 3901330000-2011-8038. It was reported that during an unspecified peripheral intervention procedure a tip detachment occurred. The target lesion was located in the perineal artery. The physician attempted to place the 300cm pt2 moderate support j-tip guide wire in the target lesion however the tip of the wire detached as the device was pulled through a non-bsc guide catheter. The detached wire tip then sheared into a very small branch of the vessel. The guide wire tip could not be retrieved and was subsequently left in the patient. No further patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).